Event description:
It was reported that insyte-w winged yel 24ga x 0.75in was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer complaints about defect cannula tips. If the defect is not recognized, these could lead to a damage of the vein wall or obstruct a safe injection while placing the catheter in the vein. The customer handed us 3 catheters to be inspected. First investigation of the cannula tips conducted by the company hell and co: during a first microscopical observation of the received catheters it was not possible to detect any non-conformity. After this an inspection under the sb-microscope with a 2oo x augmentation was conducted. Also in this case no no-conformity could be established. However, we were able to observe clear damages of the catheters, which, I think , could have appeared during use. However, only the company bd can issue a final evaluation.

Manufacturer narrative:
H.6. Investigation: six photos and three samples were received by our quality team for evaluation. From the photos, damage on the catheter was observed. The samples were subjected to visual inspection. The team observed ¿v-cut¿ on the catheter which could be caused by the needle piercing through the catheter. A device history record could not be evaluated as the lot number is unknown. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto-rejected by the automated vision inspection system due to not meeting the lie distance requirement. Needle pierced through catheter could also happened during product application when the product was manipulated. As the samples were returned in open packaging, the actual root cause could not be established. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte-w winged yel 24ga x 0.75in was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer complaints about defect cannula tips. If the defect is not recognized, these could lead to a damage of the vein wall or obstruct a safe injection while placing the catheter in the vein. The customer handed us 3 catheters to be inspected. First investigation of the cannula tips conducted by the company hell and co: during a first microscopical observation of the received catheters it was not possible to detect any non-conformity. After this an inspection under the sb-microscope with a 2oo x augmentation was conducted. Also in this case no no-conformity could be established. However, we were able to observe clear damages of the catheters, which, I think , could have appeared during use. However, only the company bd can issue a final evaluation.